Event description:
The customer reports that the cutter blade on the punch did not seem to be sharp and did not make a clean punch. No pt injury reported.

Manufacturer narrative:
The device sample is not available for evaluation. The lot number is unk. A follow-up report will be provided if additional information is received for this event.